Manufacturer narrative:
The manufacturer received the device for investigation on (B)(4) 2016. The investigation is pending. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that a revitan, rasp, distal, curved, 18/200 was used in a surgery on (B)(6) 2016. It was also reported: "when hitting with the proper handgrip the hold pin at the rasp got broken." The surgery was delayed for 10 minutes.

Manufacturer narrative:
Trend analysis: no trend identified. Criteria to fulfill a trend are 3 incidents in 1 month or 6 incidents in 6 months for same catalogue number. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that when hitting with the proper handgrip the hold pin at the rasp got broken. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis - visual examination: the rasp was returned for investigation. The visual examination of the rasp shows that the connection pin is clearly broken. The proximal section of the rasp presents deformed blades. No further abnormalities can be found. Possible causes for the reported event according to rmw: instrument, breaks, deforms, diverge, or parts remain in wound -> due to mechanical properties of material insufficient. Not possible according to the material compatibility specification the material has been tested. Fracture of instrument -> due to general corrosion (crevice, pitting, galvanic). Not possible as no signs of corrosion are present. Instrument cannot be used with the mating instrument or mating implant as intended -> due to failure of instrument mating condition. Possible as the broken rasp can no more be connected to the handle as intended. Damaged instruments, implants, body or wrong operational step -> due to surgeon or operating room staff unfamiliar with instrument usage and handling. Not possible as there is no indication that the surgeon not used correctly. It is unlikely the breakage of the instrument resulted from a fault made by the surgeon. Conclusion summary: abnormal high forces might have occurred during surgery. As a result the fracture occurred at the nominal weakest point of the rasp. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).